Event description:
The event is reported as: complaint alleges: during installation of the aqua pak, after screwing the adaptor on the flowmeter, there was an o2 leak on the adaptor. Defect was discovered during an airway therapy treatment. There was no clinical consequence for the pt.

Manufacturer narrative:
Unknown if sample is available for evaluation, therefore, investigation is incomplete. A follow-up investigation report will be sent when completed.